Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported observed multiple black, bubbled specks embedded within the barrel of the syringe.

Event description:
None of these syringes were used in patient care.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. The customer reported multiple black, bubbled specks embedded within the syringe barrel. To support the investigation, the quality team received one sample in an opened blister package and one photograph for evaluation. A visual inspection of the returned sample confirmed the presence of embedded dark colored specks in the syringe barrel. The photograph provided corresponds to the sample received. No additional defects or irregularities were observed. Embedded degraded resin is a known molding phenomenon that can occur during injection molding, most commonly at start up or intermittently throughout the process. In these instances, degraded resin may separate and become incorporated into molded components. A device history record review was completed for material number 309653, lot 6008775. This review did not identify any in process or final inspection issues that would have contributed to the reported condition, and no related quality notifications were documented. All manufacturing steps and final inspections met applicable specification requirements. Based on the investigation findings and returned sample evaluation, the condition reported by the customer is confirmed.